Event description:
The patient was undergoing a thrombectomy procedure in an artery of the right leg using an indigo system aspiration catheter 7 (cat7), lighting aspiration tubing (lightning), and a non-penumbra sheath. It was noted that the patient's anatomy was tortuous. During the procedure, the physician experienced resistance while advancing the cat7 through the sheath to the target location and subsequently, broke that cat7 at the mid-shaft within the sheath. The physician then used a snare device to remove the broken part of the cat7. It was also reported that there was perforation of the aorta that was then stented. It is unknown if the perforation was related to the cat7. The procedure was completed with an indigo system aspiration catheter 8 (cat8) and a new non-penumbra sheath.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Perforation is included as a possible complication in the instructions for use (IFU) for the indigo aspiration system. Evaluation of the returned cat7 confirmed that the catheter was fractured. Based on the damage at the fracture location, this break was likely the result of torquing the device against resistance. If the cat7 is over-rotated against resistance, the device may become fractured. Further evaluation revealed ovalization at the distal tip of the catheter. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.